Manufacturer narrative:
Upon review, this product should not have been submitted as a medical device report (MDR) as the device is under us investigational device exemption (ide).

Event description:
During follow-up, a long charge time was noted on the device. Technical support was contacted and recommended device explant. The device was explanted and the patient was in stable condition following the procedure.